Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: manufacturer's analysis indicated that the programmer was unable to interrogate. A circuit board was replaced and recalibrated. It was also indicated that the system fan was noisy and therefore replaced. The hard drive was reimaged and loaded with updated software and the programmer passed safety and functional tests. (B)(4)

Event description:
The programmer was returned with no information and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.